Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had pain at the implantable neurostimulator (ins) battery site, so it was moved to the other side. There were no contributing factors identified. The issue was resolved at the time of the report and the patient was alive with no injury. There were no reports of device issues or allegations. There were no further complications reported or anticipated.